Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was observed to drop suddenly after beginning the load process. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.